Manufacturer narrative:
Baxter received and evaluated the device for the reported condition of air in line alarms. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Air in line alarms was verified through review of the event history log and found to be caused by cracks on the ultrasonic sensor flex pins. The upstream sensor was replaced to correct this condition. Additionally the device was evaluated for the reported condition of downstream occlusion alarms. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Downstream occlusion alarms were verified through review of the event history log. The cause was determined to be the force sensor current readings out of specification. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed symptoms of air in line and downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.